Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 system, and identified the failure mode as a dirty cuvettes. The fse replaced the cuvettes to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous results on na (sodium), glu (glucose), cocm (cocaine) and ldh (lactate dehydrogenase) for one patient on their au480 chemistry analyzer (au-1). The original results were not reported out of the laboratory. The samples were repeated on another au instrument (au-2) with results considered normal by the customer. There was no change to patient treatment. Qc (quality control ) was within the laboratory's established range prior to the event.